Event description:
Patient was revised due to pain.

Manufacturer narrative:
Corrected: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain. Update - (B)(4) 2012 - litigation received (B)(4) 2012. Complaint changed to legal. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified correct date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.